Manufacturer narrative:
As reported, the 9mm x 40 mm precise pro rx carotid stent was difficult to release during use. It was prematurely deployed in the packaged by 10%; therefore, the complaint device was not used. The procedure was completed by changing to another stent. An unknown angiographic catheter, unknown guiding catheter, unknown carotid stent, unknown carotid balloon, and unknown carotid filter were used to complete the procedure. There were no reports of patient injury. The lesion was located at the internal carotid artery. The surgery was a carotid stenting procedure. The patient has no infectious disease. The operator has been trained. The device was stored and prepped in accordance with the instructions for use (IFU). The target site was moderately calcified and tortuous. The target site was 67% stenosed. There was no acute angulation or bifurcation. There was no chronic total occlusion. There were no damages or anomalies noted to the device or packaging prior to use in the patient. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The user of the device maintained a fixed inner shaft position during deployment. There was no excess force applied during deployment of the stent. The device was not attempted to be deployed outside of the body. The device was returned for analysis. A non-sterile ¿precise pro rx us carotid syst¿ was received coiled inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. The device was received without being deployed and the stent was returned in the manufacturing position. No anomalies were observed on the unit. A functional analysis was fully executed after the unit was successfully flushed to determine if the deployment mechanism was compromised in the received unit. A complete stent deployment was obtained when the triggering mechanism was activated, and it was confirmed that the delivery system was not compromised. The reported ¿stent delivery system (sds) deployment difficulty-premature/during prep¿ was not confirmed as the device was returned with the stent in the manufacturing position as expected. The exact cause of the issue experienced by the customer could not be determined. Functionality of the deployment mechanism was tested with no difficulties noted. Additionally, no kinks or other damages were noted to the device upon analysis. Therefore, based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue experienced by the customer. According to the instructions for use, which is not intended to mitigate risk, ¿extract the stent delivery system from the tray. Examine the device for any damage. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used. Note: if any resistance is met during delivery system withdrawal, advance the outer sheath until the outer sheath marker contacts the catheter tip and withdraw the system as one unit. Initiate stent deployment by retracting the outer sheath while holding the inner shaft in a fixed position. Deployment is complete when the outer sheath marker passes the proximal inner shaft stent marker. Note: the mechanism for stent deployment is outer sheath retraction. Deployment is completed by maintaining inner shaft position while retracting the outer sheath and allowing the stent to expand (often referred to as the ¿pin-and-pull¿ method). Post-deployment stent dilatation: while using fluoroscopy, withdraw the entire delivery system as one unit, over the guidewire and out of the body. Remove the delivery device from the guidewire. Note: if any resistance is met during delivery system withdrawal, advance the outer sheath until the outer sheath marker contacts the catheter tip and withdraw the system as one unit. (Do not remove guidewire.) Using fluoroscopy, visualize the stent to verify full deployment. If incomplete expansion exists within the stent at any point along the lesion, post deployment balloon dilatation (standard pta technique) can be performed.¿ the information available does not suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the 9mm x 40 mm precise pro rx carotid stent was difficult to release during use. It was prematurely deployed in the packaged by 10%; therefore, the complaint device was not used. The procedure was completed by changing to another stent. An unknown angiographic catheter, unknown guiding catheter, unknown carotid stent, unknown carotid balloon, and unknown carotid filter were used to complete the procedure. There were no reports of patient injury. The lesion was located at the internal carotid artery. The surgery was a carotid stenting procedure. The patient has no infectious disease. The operator has been trained. The device was stored and prepped in accordance with the instructions for use (IFU). The target site was moderately calcified and tortuous. The target site was 67% stenosed. There was no acute angulation or bifurcation. There was no chronic total occlusion. There were no damages or anomalies noted to the device or packaging prior to use in the patient. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The user of the device maintained a fixed inner shaft position during deployment. There was no excess force applied during deployment of the stent. The device was not attempted to be deployed outside of the body. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.